Event description:
The customer reported two telemetry patients disappeared off an xhibit central station. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
A spacelabs healthcare technical support specialist called the customer back to gather additional information. The customer confirmed that they were able to resolve the reported issue by restarting their xhibit central station. While restarting the system resolved the reported issue, the exact cause could not be conclusively determined. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.